Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a detached haptic was noticed upon intraocular lens (iol) insertion. The iol was then removed and replaced during the same procedure. The complaint initially indicated there was patient injury and intervention. Further information was provided and the nurse indication that there was no patient injury. They could not confirm and did not remember if an incision enlargement was required. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 02/28/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and the lens was observed cut in four pieces including a detached haptic. Visual inspection at 10x microscope magnification was performed and residues of what appears to be ophthalmic viscoelastics (ovd) were observed on the lens pieces (4). The reported issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation requests for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.